Manufacturer narrative:
Product analysis: visual and optical examination of instrument confirms that the tip of the tap is cracked, bent and has been broken in half; the crack is about 2mm in length and about 8mm of the tip is broken off. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spinal stenosis. Type of procedure: fusion. Levels implanted: l4-l5. It was reported that on (B)(6) 2018, intra-op, the tap is dull. The instrument came in contact with the patient. No patient complications occurred during this event.